Event description:
During an in clinic follow-up, noise resulting in episodes of oversensing and noise reversion was observed on the right ventricular (rv) lead. An x-ray was performed and no rv lead anomalies were revealed. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.